Event description:
It was reported to philips that a replacement battery was needed after the device displayed an unspecified error. There was no reported patient involvement.

Event description:
It was reported to philips that the led indicator on the handle would not light due to a lack of battery power. There was no reported patient involvement.